Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation regarding the label was not confirmed. However, the leak was confirmed due to a crack in the distal end, water tightness was lost. In addition to the adhesive on the objective lens peeling off. The evaluation findings are as follows: indication on the video plug section was not correct, the bending section cover was scratched, the adhesive on the bending section cover had a chip, due to wear of angle wire, bending angle in the "up" direction does not meet standard value, due to damage on the forceps elevator lever, bending section cannot be fixed firmly, due to damage on the charged coupled device, the image had white dots, the video connector case had a scratch and crack, the video connector had a scratch, the light guide connector was deformed and had a scratch, the light guide cover glass had a scratch, the video cable had a scratch, the "up/down" plate had a scratch, the forceps elevator lever had a scratch, grip had a scratch, switch (#1) had a scratch, the control unit had a scratch, and the protector of the video cable had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an air leak and the label peeling from the tip. There no reports of patient harm. During evaluation, the adhesive part of the objective lens was found to be peeled off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.